Manufacturer narrative:
(B)(4). The valve was patent, but it did not pass leak testing due to several tears on the top of the delta chamber. The valve did not meet specifications for siphon and reflux testing, as well as pressure flow characteristics at -50 cm hp, due to damage to the delta chamber. The valve was within specifications for all other pressure-flow and preimplantation testing. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that a strata valve was not draining properly. The valve was implanted on (B)(6) 2010, and explanted on (B)(6) 2010.